Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that during a low anterior resection procedure, when the device was fired for anastomosis they only found one donut during the inspection. Appeared there was not a second set of staples. The distal donut was not present. The procedure was converted to open to restaple and complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.